Manufacturer narrative:
Consumer experienced hurt gums.

Event description:
Consumer called stating that the brush head came off of the toothbrush handle while brushing and the metal shaft hurt their gums.

Manufacturer narrative:
Additional accessory received and evaluated. Part number: date code: description: hx606x, 150802 12t, diamondclean brush head (brush head #1). The root cause of the customer's complaint is a broken brush hub and loose brush head coupler.